Manufacturer narrative:
If additional information is obtained which changes the outcome of the investigation, a follow-up report will be filed.

Event description:
A patient was implanted with an incore lapidus system on an unknown date. At a later unknown date and for reasons not reported the incore lapidus post was removed from patient. No patient complications from removal surgery were reported.